Manufacturer narrative:
A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Reporter's seriousness assessment: knee pain, right knee only swelled up/knee swelling and "60 cc of lamitory fluid was aspirated off his right knee": required intervention. Additional information received on (B)(6) 2013: ptc investigation results were added. Additional information was received on (B)(6) 2014. The case was upgraded to serious as the events of bilateral knee pain, swelling of knees and "60 cc of lamitory fluid was aspirated off his right knee" were assessed serious as the patient received steroid injection as an intervention. The action taken of synvisc one was updated to permanently discontinued and indication of knee osteoarthritis was added. The new event of bilateral knee pain along with its details was added. The event term of "right knee only swelled up" was updated to "swelling of knees." Corrective treatment of steroid (unspecified), concomitant medication of simvastatin and lab test of synovial fluid culture was added. Outcome of the events was updated from unknown to recovered and the text was amended accordingly.

Event description:
Based upon the additional information on (B)(6) 2014, this initially considered non-serious case was upgraded to serious as the events of bilateral knee pain, "swelling of knees" and "60 cc of lamitory fluid was aspirated off his right knee" were assessed serious as the patient received steroid injection as an intervention. This unsolicited device case was received from united states on (B)(6) 2013, from another health care professional via sales representative. Based on the additional information received on (B)(6) 2014, the new event of bilateral knee pain was added. The event term of "right knee only swelled up" was updated to "swelling of knees." This case concerns a (B)(6) year old male patient who complained of bilateral pain, "swelling of knees" and "60 cc of lamitory fluid was aspirated off his right knee (right knee effusion)" after receiving treatment with synvisc one injection. No medical history, past medications and concurrent conditions were reported. Concomitant medication included simvastatin (zocor) for cholesterol. On (B)(6) 2013, patient received treatment with synvisc one injection, once (route of administration, dose, batch/lot number and expiration date: unknown) into both knees for knee osteoarthritis. On (B)(6) 2013, (after one day), patient complained of swelling of knees and intense bilateral knee pain. Also, the patient developed right knee effusion. On (B)(6) 2013, patient came back to the office and 60 cc of "lamitory" fluid was aspirated off his right knee and synovial fluid culture revealed no growth, no crystal or inflammatory synovial fluid. Action taken: permanently discontinued. Corrective treatment: arthrocentesis for the event of "60 cc of lamitory fluid was aspirated off his right knee (right knee effusion)." The patient was injected steroid (unspecified at the time of report) for all the events. Outcome: on (B)(6) 2013, the patient recovered from all the events.